Event description:
The pt received two leads with the same lot number. It was reported the pt had fallen and no longer had effective stimulation coverage. The sjm rep met with the pt for reprogramming, however, it was reported most of the contacts were invalid. The physician had an x-ray taken which showed no obvious anomalies. The pt was provided with a new program. F/u identified the pt had felt a pulsing sensation from his belly to his knees with the new program. It was reported the pt did not want to pursue surgical intervention, and for now would continue to utilize the new program.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.